Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display developed vertical lines that rendered the screen unreadable, preventing navigation, while blood glucose remained unaffected and the user transitioned to backup therapy and continued cgm use. Symptoms included no adverse clinical effects. Outcomes included shipment of a replacement ilet and arrangement for return of the original device. Investigation included customer service troubleshooting and logistical follow-up with the carrier to correct a shipping address and confirm delivery timing. Investigation of this case revealed a display/screen visibility malfunction consistent with a hardware display component issue, with no alerts or alarms reported and no impact to glucose control. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the display.